Manufacturer narrative:
The reported event that there was a stain on the inner package was confirmed through visual inspection. The device was returned to the vendor/supplier.

Event description:
It was reported that there was foreign material inside the sterile package of the instrument battery during incoming inspection at a manufacturer distribution center. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that there was foreign material inside the sterile package of the instrument battery during incoming inspection at a manufacturer distribution center. There was no patient involvement and no adverse consequences associated with the device.